Event description:
It was reported that the implantable cardiac monitor (icm) fell out of the patient pocket when the patient was touching the incision. Another icm device was implanted to resolve the issue. No adverse patient effects were reported.